Event description:
Reporter indicated that pt developed an infection at his pulse generator site. Pt's generator and lead were subsequently explanted. Follow-up with explanting physician revealed that infection may have been related to a tooth infection that traveled down to the pt's generator site. It was additionally reported that the pt was treated with antibiotics and will be reimplanted within approx 3-4 months. Explanted generator and lead were subsequently returned to MFR for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device mfg records were reviewed. Vns therapy labeling lists infection as a potential adverse event associated with surgery. Review of mfg records confirmed sterilization for both the pulse generator and lead prior to distribution.